Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported that the pump became frozen on the home screen and the customer was unable to clear it. The pump was reset, the notification cleared and resumed insulin delivery. Customer¿s blood glucose level was 120 - 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.